Manufacturer narrative:
Additional information: section b.3, d.6b. External equipment was exchange, however, the issue did not resolve. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: d.9, h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient has not provided consent. As a result, no conclusion can be drawn at this time. If consent is received at a later date, the issue will be re-opened and the results of the analysis will be reported. The device remains intact in a locked vault at ab, llc until consent is obtained. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing intermittent lock and poor battery life. Revision surgery is scheduled.

Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on april 30, 2026. The external visual inspection revealed a severed electrode. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. Lock could not be sustained during stimulation when attempting to run a temperature soak. The device passed the electrical tests performed. An internal visual inspection revealed a cracked conductive epoxy on the kovar tab. The reported complaint of lock was confirmed during the analysis of this device. Internal visual inspection revealed a crack on the conductive epoxy on the kovar tab, which is believed to be related to the loss of lock. This older configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.